Event description:
A surgeon that a patient experienced a corneal burn during a difficult cataract surgery. The patient had a very dense cataract. The surgeon sutured the wound closed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).